Manufacturer narrative:
Customer discarded incorrect wash solutions, refilled bottles with correct solutions and continued patient testing. The investigation determined that the most likely root cause of this event was due to an operator error.

Event description:
Customer noticed potential wash solution b in the wash solution a container after running samples. Results generated from testing have been satisfactory. Customer contacted cts to request information regarding potential damage switching the solutions may have caused.